Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the nursing staff that the pt presented to clinic with the system controller in backup mode after the pt reported experiencing a red heart alarm.

Manufacturer narrative:
The system controller was returned to the MFR for eval. The reported event of red heart alarms and a switch to backup mode was confirmed during analysis. When the power lead of the returned system controller was connected to a power lead of the returned system controller was connected to a power module, erratic audible and visual alarms became active. In backup mode the system was able to operate at 9000 rpm's intermittently. The root cause of this atypical behavior was determined to be due to a damaged fuse, this fuse is associated with the 5 volt regulator that provides the supply voltage to other components/circuitry. The fuse was replaced and the system controller was able to operate a pump w/o issue and functioned as intended. Although the confirmed atypical behavior was determined to be due to a damaged fuse, the MFR was unable to be conclusively determine why the fuse became damaged. No further info is available. The MFR is closing its file on this event.